Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, there was a cable broken during suturing. There was no patient harm detected and no pieces left behind. The surgeon also remarked that mega suture cut needle drivers have been consistently breaking and failing to cut vicryl suture in his cases. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle drivers instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.